Event description:
Assigned nurse was administering 100% oxygen prior to suctioning pt. The vent began alarming and indicated "vent inoperable - safety valve open." The pt was bag ventilated until the respiratory therapist arrived and replaced the vent. The vent was cleaned and sent to the bio-med dept for evaluation. This was the third vent failure in 23 days, the second while on a pt. Due to immediate ICU staff intervention, the pt was not adversely affected by this event.